Event description:
Additional information was received that the cause of the resistance and stent damage was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance in the proximal section of the rebar microcatheter during delivery and was damaged at the connection between the stent and pushwire during the procedure. The patient was undergoing surgery for treatment of an ischemic stroke of the right middle cerebral artery m1. The mrs baseline was 3 and procedure was 1. The nihss baseline was 16 and post procedure was 4. The tici score was 0 at baseline and 2b post procedure. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 7.5 hours. It was reported that the patient had a cardiogenic thrombotic occlusion of the middle cerebral artery m1. After the long sheath reached the c1 segment, the micro-guidewire micro-catheter with react 71 reached the ophthalmic artery segment, and then the stent was delivered. During the stent delivery, resistance was felt at the entrance of the micro-catheter tail. After pulling it out, it was found to be kinked. The vessel was moderately tortuous. It was replaced with another solitaire fr, and after smooth delivery, it reached m1 segment for deployment. The stent was anchored to bring react 71 to the beginning of m1. The swim technology was used to remove the thrombus once. After angiography, repatency was found, and the operation was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f femoral artery puncture sheath, (B)(4) long sheath 90cm 0.088 inch guide catheter, rebar 18 microcatheter, react 71 distal access catheter and stryker synchro2 0.014 inch guidewire.

Manufacturer narrative:
Continuation of d10: product ID 105-5083-153 (unknown); implant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the unknown solitaire stent device was returned for analysis inside a sealed biohazard bag and a shipping box damaged location details: the finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker appeared in good condition. No damage was noted on the pushwire, and no other anomalies were found. Testing/analysis: the unknown solitaire stent was measured to be within specifications for a size 4-20 stent. Conclusion: there was no complaint against the solitaire 4-20 stent device. In addition, no damages were found with the returned solitaire 4-20 stent device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported according to the reported information, a second device was used during the procedure.

Manufacturer narrative:
It was determined that the previously reported analysis information pertained to an erroneously returned device, not this device/the complaint device. Therefore, coding has been updated as this device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.